Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2018-nov-20. The patient indicated that the battery was checked by a manufacture representative (rep) and it is okay. 2 new programs were added for their right leg pain and left back pain. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for spinal pain. The patient said that their device is not quite right since falling on (B)(6) 2018.. The patient was redirected to follow up with their healthcare professional (hcp) to have a manufacture representative (rep) contacted for an adjustment. The patient was sent an hcp listing. There were no patient symptoms reported and no complications reported.